Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s current blood glucose level was 240 mg/dl at the time of incident. The customer reported that she has a pump that was alerting and she needs help. Customer was reporting a repeated compromised force sensor system alert. Customer stated that they were unable to describe any possible damage to the drive support cap. Customer stated that it was flat. The customer dose not recalls pressing the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. Pump received with corroded battery tube noted.